Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014, 21:36:21. During night drain cycle 15, the patient's ultrafiltration reading was 931ml, indicating the home patient (hp) drained 721ml more than their maximum programmed fill volume of 700ml. No additional information is available.

Manufacturer narrative:
(B)(4). Method: . The reported issue of the iipv (increased intraperitoneal volume) was verified in the event history log review. The cause is undetermined. Should additional relevant information become available, a follow-up will be submitted.